Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings due to the device "not getting a regular charging." As a result, the customer experienced hyperglycemia and felt generally unwell and was unable to self-treat, requiring hcp administration of an insulin injection for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage to the usb port was observed. It was determined that the damage observed did not affect the readers ability to charge or connect to pc. Reader powered on with button press. The user complaint could not be reproduced. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings due to the device "not getting a regular charging." As a result, the customer experienced hyperglycemia and felt generally unwell and was unable to self-treat, requiring hcp administration of an insulin injection for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings due to the device "not getting a regular charging." As a result, the customer experienced hyperglycemia and felt generally unwell and was unable to self-treat, requiring hcp administration of an insulin injection for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.